Manufacturer narrative:
H3: one used sample was received for evaluation. Visual inspection of the sample found no leaks. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A blunt canula and a syringe was used to draw water from the sampling from the sampling port. The customer issue was not confirmed through the analysis of the returned sample since there was no leaking found; therefore, the unit was found within specification. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use leaking was noted around the stop cock. The line was changed, and no patient harm was reported.